Manufacturer narrative:
Evaluation: results: visual inspection of the ipg revealed that silicone antenna cover was swollen with a possible fluid intrusion. Optical inspection of the antenna revealed cuts on the antenna cover. The cuts were consistent with instrumentation marks. Peeling parylene was also observed on the ipg can. The ipg successfully communicated with a test standard pt programmer, the charging system and displayed a low battery warning message. The ipg was functionally tested and passed all testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt underwent a surgical intervention to explant and replace the system ipg. The pt had reported she was unable to charge the ipg as it was dead and did not provide stimulation. The pt reported effective coverage with the new ipg.